Manufacturer narrative:
(B)(4). The device involved was confirmed not to be available for evaluation; however, a photos were provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported that the caresite cracked causing the blood to back up in the lines and blood on the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned in connection with this complaint; however, the customer sent back pictures. Visual examination of the returned picture noted to have no defects. The reported defect was not confirmed. Without the actual sample a full investigation could not be completed at this time. While we are unable to confirm the reported incident, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.